Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid resection, an incomplete staple line was observed. The staple line was oversewed to complete the case.